Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) had autofill failure alarm error. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the unit completely checked and found that the customer had not properly connected the balloon to the machine. Connected the balloon properly with trainer to the machine and observed the machine 2 hrs. No issue found. Machine works satisfactory.

Event description:
It was reported that routine check, the cs100 intra-aortic balloon pump (iabp) had autofill error. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.